Manufacturer narrative:
The field reports were lead dislodgment and stylet stuck in the lead. A complete lead was returned in one piece with the stylet stuck inside the lead. The reported event of stylet stuck in the lead was confirmed. The connector pin and connector cap were found pulled out of the connector assembly consistent with excessive forces during implant procedure. Evidence of solvent bond between cap and connector assembly was observed and the cap was found in place and intact on the connector pin. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped off/bunched up/clogged inside the inner coil distal to connector pin which likely caused the complaint reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was dislodged. During a procedure to reposition the lead a stylet stuck in the lead and could not be removed. The lead was explanted and replaced. The patient was stable.